Event description:
Customer states that a pt with anti e, -jka did not react with vss169. Customer stated antibody screen was negative, but while performing a crossmatch, one unit was incompatible. Additional testing performed by customer indicated the presence of an anti-e, -jka. Customer stated no reports of any discrepancies with any other pts or with qc testing. No erroneous results were reported. Pt received compatible units. No death or serious injury was associated with this incident.